Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient had a snm tined lead placed on (B)(6) 2025, and was scheduled for permanent implant on (B)(6) 2026. The impedances were showing green prior to the patient's surgery and became red upon connecting to the implant battery. Attempts were made to clean the lead multiple times and the stim clip was used to test the lead, and discovered there was an issue with the lead. A decision was made to remove the lead and replace it. After the new lead was placed, a connection was successfully made to the implant battery, and the stimulation to the device was turned on after the post-op. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of leads - impedance issue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that a patient had a snm tined lead placed on (B)(6) 2025, and was scheduled for permanent implant on (B)(6) 2026. The impedances were showing green prior to the patient's surgery and became red upon connecting to the implant battery. Attempts were made to clean the lead multiple times and the stim clip was used to test the lead and discovered there was an issue with the lead. A decision was made to remove the lead and replace it. After the new lead was placed, a connection was successfully made to the implant battery, and the stimulation to the device was turned on after the post-op. There were no other issues or complications reported.